Manufacturer narrative:
Findings: unit had no button response on act button to flattened dome switch (creased). No button error alarm noted. Unable to test for battery out limit alarm due to no button response. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 69 mg/dl. Nothing further reported.